Manufacturer narrative:
The onset of the patient's infection is reported within MFR report number 2916596-2018-03082. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 11 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen by infectious disease (ID) on (B)(6) 2018 and was told to continue cefpodoxime as she still had some drainage to the driveline. Patient was seen in clinic on (B)(6) 2018 with increased pain to driveline and increased drainage. She was started on IV (intravenous) vancomycin and cefepime and cultures were taken. Cultures were negative but ID recommended that patient receive IV antibiotics for 6 weeks. Driveline pain improved prior to discharge. Patient was discharged to home on (B)(6) 2018 with orders to continue vancomycin and cefepime. It was reported that the patient was seen in clinic on (B)(6) 2018. Peripherally inserted central catheter line (PICC) was pulled and patient was switched to oral levaquin for suppression. Patient was to follow up in four weeks. Patient was seen by infectious diseases in (B)(6) of 2018 and (B)(6) of 2018 and was instructed to continue levaquin for suppression. Patient continued levaquin until (B)(6) 2019. Patient was seen in clinic on (B)(6) 2018 and (B)(6) 2018 as well. The infection was driveline related and was determined to be streptococcal.